Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) was between 40-42mg/dl. The customer consumed carbohydrates and the customer¿s spouse assisted the customer by administering honey to address the elevated bg. Reportedly, the customer went to the emergency room where their vitals were checked and they were monitored until the bg returned to a safe level. Reportedly, the customer continued to use the pump for insulin therapy.